Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the emergency room after receiving multiple shocks within a short amount of time. The patient received a message for possible output circuit damage. Noise and low impedance measurements were observed on the right ventricular lead. The shocks could not be confirmed from any of the electrograms as interrogation took too long to load. Noise on the ventricular channel indicates a possible issue with the ring electrode. Noise could not be reproduced in-clinic with isometrics and pocket manipulation. The device was explanted and replaced. The lead was capped and replaced. No further information is available.